Event description:
Information received indicated the nurse call was not working.

Manufacturer narrative:
The hill-rom technician inspected the unit and found the side communication pc board not operating properly. He replaced side communication board to resolve the issue.